Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, three mini drawers would not open from the back, and the station no longer booted to utilize hardware test application (hta). Customer reseated the drive connections, but the device remained on a black screen with a blinking white cursor. Drawer removal and manual release attempts were unsuccessful. Medications remained in the mini drawers were required removal. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers did not open. A field service engineer opened mini drawers to get medication out of pockets. The system functioned as intended after the field service engineer repaired the device.